Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained rv oversensing due to far p-wave oversensing causing pacing inhibition were noted. Review of the episodes revealed oversensed signals on the ventricular channel. Programming changes were recommended.